Event description:
It was reported that during a procedure the laser system displayed an error indicative of a system malfunction and the system could not be re-started. The system was no longer able to be utilized, and the procedure was aborted. There was no report of a patient injury; however the manufacturer is filing this as surgical intervention due to the likelihood that the patient underwent an additional procedure or additional treatment as a result of incompletion of the case.

Manufacturer narrative:
The laser was serviced at the facility the suspect component was replaced and the laser was released for use. The component was returned analysis disclosed moisture collected on internal resonator components damaging optical surfaces and diminished optical performance resulting in laser malfunction. The freeze indicator indicated that at some point the laser had been subjected to freezing conditions and that the desiccants needed to be replaced. Records reviewed indicated that preventative maintenance (pm) had not been performed per manufacturer specifications. Manufacturer specifications for storage and pm servicing are addressed in operators manual provided with each laser shipped. Root cause of the reported event was due to not following the recommended preventative maintenance which contributed to the optical damage.